Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
Getinge became aware of an issue with the surgical light- powerled ii. As it was stated, the corrosion occurred on the satelite tube connected to the surgical light. There was no injury reported however we decided to report the issue based on the potential as any rust particles falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the issue. The information about the time when the event occurred was not provided, we do not know if the device was or was not being used for the patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The problem was discussed with product specialist and according to their knowledge the root cause of the rust and paint chips is higher humidity and/or water ingress. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated on manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with the surgical light. As it was stated, the corrosion occurred on the satellite tube. There was no injury reported however we decided to report the issue based on the potential as any rust particles falling off into sterile field or during procedure might cause a contamination.